Event description:
It was reported that the pt passed away while connected to the ventilator. The remote alarm sounded and the pt was found cold, clammy, sweaty, and with no pulse. CPR was started and the pt was disconnected from the ventilator at that time. The pt's son questioned the function of the ventilator.

Manufacturer narrative:
Na.